Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a lost insulin pump. Customer was in the hospital today. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart alarm, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The insulin pump had broken battery tube threads, cracked reservoir tube, broken reservoir tube lip and minor scratched display window.